Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with the repair of the mesh ((B)(6) 2010); due to stress urinary incontinence. On (B)(6) 2010, the miniarc was implanted and performed a repair of the mesh. The patient experienced urinary problems and recurrence. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urgency.